Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. The customer was incoherent and weak. The customer stated that his doctor checked the insulin pump, and confirmed that it was functioning properly. The customer also stated that he experienced low blood glucose levels because he had not eaten. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.